Event description:
On first surgery on (B)(6), when priming, the doctor felt it was not smooth but implanted anyway. Followed the patient for a few days, the iop did not get lower, and exchanged the valve with new one in emergency surgery on (B)(6). [Patient information: (B)(6) years old, male, asian, asthma, high blood pressure, irregular pulse, used medicines: levofloxacin, betamethasone, bromfenac, glaualpha (diamox), (quenmet)].

Manufacturer narrative:
The device history record for the reported lot was reviewed and no issues were observed. The product was manufactured, tested, and released per validated procedures. The explanted valve underwent visual inspection and functional testing. No issues were found with the device during visual inspection. A steady state pressure test was also conducted on the unit to mimic the physiological flow conditions of the human eye, where the resulting pressure in the system measured and yielded passing results. The returned valve met the acceptance criteria and performed as expected. The issue of high iop as reported by customer could not be replicated or confirmed.